Event description:
The customer called for help with her meter. While troubleshooting, she performed 2 normal control tests and received results of 435 and 422 mg/dl. The normal control range is 92-128 mg/dl. The customer did not allege any adverse events. The strips are to be returned for eval, and replacement strips will be sent.